Event description:
It was reported that the patient presented to their physician with inflation issues due to a sticky pump 3 months following implant of their inflatable penile prosthesis (ipp). A surgical procedure was performed during which the device was explanted and replaced with a new ipp. Upon explant, the pump was found to function as expected. The patient was educated on the use of their device following replacement. There were no patient complications reported.

Manufacturer narrative:
Change to event description and health impact code added.

Event description:
It was reported that the patient presented to their physician with inflation issues due to a sticky pump 3 months following implant of their inflatable penile prosthesis (ipp). A surgical procedure was performed during which the device was explanted and replaced with a new ipp. Upon explant, the pump was found to function as expected. The patient was educated on the use of their device following replacement. There were no patient complications reported.

Manufacturer narrative:
Investigation summary with all available information, boston scientific concludes that the reported ams 700 pump performed within specification. Product analysis was unable to confirm the reported event. Device history review review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Technical analysis upon receipt at our post market quality assurance laboratory, the ams 700 momentary squeeze (ms) pump was thoroughly analyzed. The kink resistant tubing (krt) was worn to the filament; however leakage testing found no evidence of leaks. The pump was functionally tested and performed within specification. Product assessment was unable to confirm the reported event related to the pump and the inflation issues. Labeling review there is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). Investigation conclusion based on the results of this investigation, an overall evaluation conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) explanted due to inflation issues due to a suspected sticky pump. A new device was implanted. It was explained that the patient was implanted 3 months ago, and returned to their physician with the inflation issue. The physician tried on several occasions to inflate the pump, but the pump squeezed on the sides but would not inflate. There were no patient complication related to this issue. The patient is expected to fully recover after this surgery.